Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 558 mg/dl. The customer was treated with manual and bolus. Customer changed his set out. Customer found the cannula is bent. Customer reported that he received low blood glucose of 60 mg/dl. Customer was treated with soda. Customer did not want to troubleshoot the pump for high or low blood glucose just wants to sleep.